Manufacturer narrative:
It was reported that "n the middle of surgery, the surgeon noticed that the string of a cottonoid was getting suctioned and when they pulled it out, they only recovered the string and not the entire cottonoid. The or team was informed of the missing cottonoid and immediate actions were performed. Help was called to help search the or environment, the manifold of the neptune suction machine was opened to check if it was there, the suction tubing was visually checked and flushed but it was not there too, the kick bucket was checked and all the raytechs inside the kick bucket was individually inspected for the missing cottonoid, c-arm was already in use so multiple xray views were taken (lateral and ap), another cottonoid was placed temporarily to have a visual representation of what a cottonoid looks like under xray. After the surgeon explored the wound, they finally found the missing cottonoid but it was missing a corner. Information- was sent via email to the or manager. Surgeon irrigated the surgical wound copiously and was informed to document and inform the family of the patient about the said incident. The time when the cottonoid was lost and eventually finding it happened while the surgical incision was still open and it was not time to do a closing count yet". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cottonoid detached from string during surgery.